Event description:
A customer reported that a 84-year-old female patient underwent phacoemulsification with intraocular lens (iol) implantation in the right eye with ophthalmic system, handpiece, custom pak, ophthalmic lens were during a postoperative follow-up visit, the patient was diagnosed with endophthalmitis in the left eye. Clinical examination revealed associated signs and symptoms including hypopyon, aqueous fibrin and cellular reaction in the anterior chamber, corneal edema, and decreased visual acuity. In response to the event, the patient was treated with intravitreal antibiotic injections, steroids, and nonsteroidal anti-inflammatory drugs (nsaids). An anterior chamber tap was performed, and culture results were reported as no growth. An anterior chamber tap was performed, and culture results were reported as no growth. At the time of reporting, the event persisted despite treatment. The patient outcome and current condition was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.